Manufacturer narrative:
The endowrist one vessel sealer instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to the following conclusion: the reported insufficient sealing could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted pancreatectomy surgical procedure, the endowrist one vessel sealer instrument wasn't sealing very well. According to the reporter, the surgeon was performing a distal pancreatectomy and working on the mesenteric vessels. These vessels were not thick, calcified or bundled. The surgeon was in the seal mode and had the instrument master grips held tightly on the vessel. Surgeon observed the bubbling/ blanching effect on the vessel. The sealing cycle was no longer than 5 seconds. They heard the audible tones indicating that the sealing was completed. However when the surgeon opened the jaws of the vessel sealer instrument, the seal did not appear adequate; there was no charring or any resemblance of a seal. Reporter described this as a level 2 seal compared to level 10. The surgeon decided to attempt the seal again. After multiple attempts when the surgeon was satisfied with the seal effect, he moved on to other vessels. However, after a few vessels he decided to change the vessel sealer instrument. This time they changed the jumper cable of the generator, checked the system and followed isi technical support instructions. However the second vessel sealer instrument continued to behave in the same manner (the event on the second vessel sealer instrument is reported in medwatch - patient identifier (B)(6)). According to the reporter the surgeon was experienced with the use of the vessel sealer instrument and cautiously moved forward sealing multiple times prior letting go of the vessel. There was therefore no bleeding / blood loss and he was attempting to seal smaller / thinner vessels. The surgeon later decided to move on to the other energy instruments like the hot shears and bipolar instruments. The planned da vinci procedure was completed and no patient harm, adverse outcome or injury was reported. On (B)(4) 2015, isi technical field specialist (tfs) examined the system and verified the system logs. The logs were clear without any indications of a vessel sealer or icb (instrument control box) problem. He tested vessel sealer functionality with emulator and it functioned properly. Tfs planned to continue monitoring the site for additional cases. On (B)(4) 2015, isi tfs indicated that the site had no further issues with the use of vessel sealer instruments. He connected with initial reporter, who believed the problem could be with the jumper cable. Tfs replaced the jumper cable and rubber boot as a precaution. The system was tested and verified to isi specifications.